Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 29 occurred with multiple cartridges during the load sequence. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the customer did not obtain alternate insulin therapy, yet maintained a "normal" bg level by monitoring carbohydrate intake, drinking fluids, and exercising.